Manufacturer narrative:
Product event summary: a partial lead in portions was received. The distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced for unknown reasons. No patient complications have been reported as a result of this event.